Event description:
A patient reported blood glucose results of "6.2 mmol/l and 4.8 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter and control solution are being replaced.